Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient was prescribed antibiotics and was admitted to the hospital. The patient was reportedly doing well.